Manufacturer narrative:
(B)(4).

Event description:
It was reported that device components were missing. A 12 x 3.50mm rebel stent was selected to treat the lesion. However, during preparation, it was noted that the balloon and the stent were missing on the shaft. The device was not used and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the proximal portion of the rebel stent delivery system (sds). The packaging, stent and distal portion of the shaft, including the balloon, markerbands, and tip were not returned for analysis. The hypotube and shaft were microscopically examined. Microscopic examination revealed that there was a shaft separation at the end of the exit notch and the exit notch was torn down to the separation. The separated end of the shaft appeared to be jagged and damaged, which indicates that the separation was due to tensile overload. The damage indicates that the full device was shipped and the shaft was separated after it left the facility. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was further reported that the shaft seemed incomplete. The balloon was missing; it did not seem to have been torn. The device was not attempted to be prepped for use.